Event description:
As reported by edwards japan affiliate, this is a case reported in a presentation given at japan transcatheter valve therapies (jtvt). During a tf tavr with a sapien 3 valve in the aortic position, a red blood cell transfusion of four units was required with percutaneous cardiopulmonary support. The precise cause of the blood loss was not reported. No further information was obtained.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural factors were not provided; however, the event could be related to the mechanisms described above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.